Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was not in the home position and there was no damage to the adapter. Functional testing found that the adapter was partially opened and found that the articulation mechanism was not in the home position. The articulation mechanism was centered with a manual retraction tool, but the reload still could not be removed. It was reported that the firing was unable to be performed and the articulation did not return. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the cartridge could not be released. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: a damaged firing rod. Functional testing found that the firing rod was retracted, and a cracking sound occurred while retracting the mechanism. The reload still could not be removed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center, and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees, and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy low anterior resection procedure, during rectal resection, reloads was loaded unto powered stapler, then resection of the rectum was attempted. At the stage wherein the rectum was clamped, an information was shown that it was between zone 2 to 3. It was tilted to its maximum articulation, and even when resection was attempted in slow mode, a squeaking sound could be heard, but it was in a state wherein firing was unable to be performed at all and was not resolved. After a few seconds, the articulating part was visually checked to have been damaged along with a cracking sound. The tissue was able to be released but the articulation did not return and could not also release the cartridge, so the entire adapter was detached from the handle. There was an information that the rectum was quite stiff after chemoradiation due to advanced cancer. Issue was not resolved, gave up on double-stapling technique (dst) anastomosis, and stoma was expanded due to the patient's medical condition and/or tissue quality; covering stoma was planned to be created due to the medical history and it was the case of after chemoradiation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# unknown sigphandle - sig power sigphandle handle, serial# unknown sigpshell - sig power sigpshell control shell, serial# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy low anterior resection procedure, during rectal resection, reloads was loaded unto powered stapler, then resection of the rectum was attempted. At the stage wherein the rectum was clamped, an information was shown that it was between zone 2 to 3. It was tilted to its maximum articulation, and even when resection was attempted in slow mode, a squeaking sound could be heard, but it was in a state wherein firing was unable to be performed at all and was not resolved. After a few seconds, the articulating part was visually checked to have been damaged along with a cracking sound. The tissue was able to be released but the articulation did not return and could not also release the cartridge, so the entire adapter was detached from the handle. There was an information that the rectum was quite stiff after chemoradiation due to advanced cancer. Issue was not resolved, gave up on double-stapling technique (dst) anastomosis, and stoma was expanded; covering stoma was planned to be created due to the medical history and it was the case of after chemoradiation.